Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was experiencing frequent charging of the ipg. It was also noted that the patients ipg was getting hot and was no longer operable. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.